Event description:
It was reported that during a lap hernia procedure, the device misfired. The procedure was completed with a like device. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that 1 el5ml device was returned for analysis. The device was noted to have the jaw ramp damaged and the cam broke off from the left side. The device was cycled and ejected the remaining clips due to the returned condition. No further testing was performed.